Event description:
Depuy spine was made aware of an adverse patient outcome following artificial disc surgery. Patient developed post-op pain. Surgeon determined that the issue was related to instability and revised the patient to add posterior pedicle fixation.

Manufacturer narrative:
Patient was implanted with charite at l3/4 and pedicle screw fusion at l4/5 in 2007. Patient developed increasing pain. Surgeon found instability at l3/4, due to focal scoliosis at this level. Device is approved for insertion at l4-s1. Implantation of the device at l3/l4 as well as the fusing of adjoining levels goes against the recommendations made in the surgical technique as well as the information supplied at the time of surgeon training. At this time no connection can be made between the event and any shortcomings of the device or information provided with the device.